Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Related manufacturer numbers: 3006705815-2022-15964. It was reported that after having an x-ray it was confirmed the patient leads t10 and t11 had migrated. As a result, surgery may take place later to address.

Manufacturer narrative:
The event of lead migration was reported to abbott. The patient did not want to revise the leads. The system was explanted per patient request. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the system was explanted to address the issue.